Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container empty leaked from a tear that was observed around the injection port seam. The bag contained fentanyl. The leak was identified during compounding with a baxa pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional test was performed by submerging the bag under water. A leak was noted around the injection port due to a little cut. The reported condition was verified. The cause of the defect was related to material manufacturing. Should additional relevant information become available, a supplemental report will be submitted.